Manufacturer narrative:
(B)(4). Concomitant medical products:¿ 42-422561 sig tka gde/mdl set 04-05 zb22cusrux; 414701 clearmix single double mix31697; 00-5150-475-01 pulsavac plus fan spray kit 65415367; 141235 biomet cc cruciate tray 79mm j7250649; 184708 series a pat w/wr std 37 1 peg 337610; 183013 vanguard cr ilok fem-rt 72.5 j7200929; 110034355 refobacin bone cement r 1x40 us g1222y34ab; 110034355 refobacin bone cement r 1x40 us y34bah1203; ve189102 vgd ve as tib brg 79x12mm 65022136; 98-0006-000-55 rosa knee disposables; 98-0002-001-72 total knee one bill; 25-0901-37l-b1 lnvatec osc 25x90x1.37f (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the oscillating saw blade broke during surgery at the attachment point. There was no harm or injury reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that no pieces fell into the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g2, g3, g6, h2, h3, h4, h6, h10. Visual inspection confirmed the handle of the blade had broken off. The blade itself appeared heavily used and had many scratches and dents. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.